Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.